Event description:
Customer tested the customer's bg and obtained a reading of 40 (had no symptoms) then drank some oj. A couple of minutes later retested on the same meter and obtained a 140. Customer thinks incident happened in the afternoon. The customer's family member then called lfs to find out why there was a big difference between the 2 readings, customer is on a set amount of insulin 70/30. There is a 89% difference between the 2 readings. Note: customer had been storing strips out of vial.